Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The report stated that the device had air noted from the filter area all the way to pump with residual medication in tubing leading from filter to bottom of the bag. Back priming performed three times to attempt to remove air but air does not go pass the filter area. Patient refused to wait for the secondary line to be send back to pharmacy forre-priming. Patient requested to be discharged. The medication involved was etoposide 506ml/hr. There was patient involvement but no harm reported.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
An update was provided on 16aug2023 stating that the pump alarms when air is detected. There was patient involvement and the medication was infusing when issue was detected. There was no patient harm; however it causes delays, patient dissatisfier, under dosing as patient refuses to wait for repriming of line.

Manufacturer narrative:
Additional information can be found in b5, g6 & h2.